Event description:
The customer reported the system would reboot itself. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded configuration files. The system operates as intended.